Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/jul/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, raynaud's phenomenon and moderate right side breast pain.

Event description:
Patient reported having raynaud's phenomenon and moderate right side breast pain. Healthcare professional reported right side rupture. Device remains implanted.